Event description:
During surgery for biomet hip replacement, the surgeon mixed the simplex with biomet vaccum system for 1 minute and half, confirmed the cement set up completely. The surgeon injected the cement into the patient's channel. When the inserted the stem, he noticed that the cement hardened too quickly.